Event description:
Customer reported receiving an error 3 and an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Customer then reported modifying their insulin dosage. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.